Event description:
The following was reported to hamilton medical ag: after running for a period of time, the ventilator alarm indicated that "the oxygen concentration in the airway is too high". The ventilator was replaced. No harm to the patient reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Investigation outcome: this incident is a problem of expired use of consumable accessory oxygen sensors (oxygen batteries). Oxygen batteries belong to electrochemical oxygen cells, and their lifespan is generally one year, which is related to the oxygen concentration used in clinical departments. The higher the oxygen concentration used, the faster the oxygen cell is consumed and the shorter its lifespan, and vice versa. The manual provides detailed information on the handling, replacement, use, lifespan, calibration, maintenance, alarm, and failure of oxygen cells. Clinical users need to regularly check consumable accessories and replace them promptly upon expiration to ensure their functionality. Otherwise, it will cause the machine to alarm and cannot be used normally. Consumable accessory oxygen sensor expires and fails, replacement is sufficient. In summary, this incident is not a problem with the product itself, but rather caused by clinical personnel using consumable oxygen sensors beyond the deadline. In addition, (1) the oxygen cell depletion alarm is not a fault, but a safety mechanism. Oxygen concentration monitoring involves patient safety, and this alarm is to remind users to pay attention. (2) the oxygen cell alarm does not affect the use of the machine. In addition, the machine was produced in 2011 and has now exceeded its 8-year lifespan by 2025. It is recommended that the hospital update the machine in a timely manner.